Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva leaked blood. The following information was provided by the initial reporter: #20 g nexiva placed in patient for CT scan. Noted to have difficulty when vent plug removed¿.blood flowed out of line (this is not supposed to happen with this catheter type). Q site cap exchanged for a max plus to allow for CT contrast but staff were unable to thread the cap in place. The product end appears to have been compressed and threading of product not successful. As you can see from the pictures blood was flowing out of the catheter. The IV needed to be removed and staff saved the product and original packing for investigation. 20 nov 2023: 1. Please provide any available patient information including: name, age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. No identifying patient information to provide due to privacy. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Patient required removal of this newly inserted product due to product issue. A new peripheral IV was required prior to CT scan. 3. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No medication involved. Patient required a new piv insertion in CT scan area. Resulted in two IV starts for the patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of leakage at the luer connection was confirmed from a photograph that was provided for investigation. One of the two photographs showed a 20g nexiva device. What appeared to be blood residue was observed at the connection with the needleless injection cap. Without the physical sample, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of ¿leakage¿ was confirmed. Probable root cause(s): undetermined.